Event description:
Pt reported the infusion device would not retract the piston rod or prime after pressing the check button twice. He indicated that the retraction and prime icon would flash, but the device did not operate. Pt stated that he did not receive the e6 (mechanical error) alarm. He changed the power pack, but the device would not function properly. Pt indicated that he would switch to injection therapy. Pt indicated that he would switch to injection therapy. He did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.